Event description:
Additional information was received.. The cause of the low impedance was unknown. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that there was a < 50 ohms on therapy impedance and a longevity estimate of 6-7 months. No symptoms were reported and n further complications were noted or anticipated